Event description:
It was reported that, an 840 ventilator had a loss of gui communication error. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit boards (pcb) was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the identified root cause was isolated to a component on the xena I pcb. If information is provided in the future, a supplemental report will be issued.